Event description:
It was reported that the patient experienced an overstimulation sensation. It was noted that ¿it kept sizzling and she kept turning it down, but it still hurt.¿ it was noted that the patient had a phantom pain in her right leg stump and she felt it ¿tingling from the calf down to her foot and it kept sizzling and she couldn¿t turn it down.¿ it was noted that this started the day prior to the report. It was noted that the patient had the stimulation set at 1.2v at the time of the report. It was noted that the sensation ¿felt like a sizzling tingling.¿

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).